Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. Zoll medical corporation evaluated the device and the device performed to specification. On 03/24/2025, the device successfully delivered ten synchronized cardioversion shocks with no errors or malfunctions found in the logs. The customer's concern appears to relate to clinical effectiveness, not device performance. Factors such as patient condition or pad placement could explain the outcome. Testing showed no issues with device or accessories. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device would not convert the patient's heart rhythm and the user was dissatisfied with the clinical effectiveness of the device. The clinicians obtained another device and were able to convert the patient to a normal sinus rhythm.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device would not convert the patient's heart rhythm. The clinicians obtained another device and were able to convert the patient to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.